Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms associated with the pump were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for congestive heart failure exacerbation and was successfully treated with intravenous diuresis. The patient was discharged on (B)(6) 2023 in stable condition. The patient appeared to be dyspneic and had decreased torsemide due to pain with urination. The patient also had edema and driveline drainage with abdominal distention. It was also noted the patient had some paroxysmal nocturnal dyspnea (pnd) and orthopnea. The cause of driveline drainage was assumed to be an infection and fluid volume overload. The patient had purulent drainage around the driveline site with surrounding erythema. Cultures of the driveline site were negative. The driveline drainage was resolved by diuresis and empiric ciprofloxacin and doxycycline. There were no malfunctions or alarms with the ventricular assist device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.